Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot sterile part: 315.250s, lot: 6l20466, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 29.sep.2019, expiry date: 01.sep.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non sterile part: 315.250, lot: 5l31828, manufacturing site: bettlach, release to warehouse date: 09.sep.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an ankle fixation procedure on (B)(6) 2019, surgeon used 2.5mm sterile drill bits. Three drill bits of the same size broke in a row, which appeared unusual considering the patients bone quality. Patient didn't have hard bone. There was around ten (10) minutes surgical delay due to the breakage of the drill bits. The case was successfully completed by using an alternative drill bit. This report is for one (1) 2.5mm three-fluted drill bit qc/110mm. This is report 3 of 3 for complaint (B)(4).